Event description:
It was reported that the customer was taken to the emergency room and was hospitalized two different times due to high and low blood glucose. Customer's blood glucose reading on (B)(6) 2013 was over 400 mg/dl. On (B)(6) 2013, caller stated that the customer had high blood glucose and did a correction bolus three different times. Caller stated that she found customer unresponsive due to low blood glucose and he was taken to the emergency room. Customer's blood glucose reading at the time of hospitalization was 56 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery test due to unresponsive buttons.